Event description:
The manufacturer received information alleging the device did not meet the acceptance criteria of the evaluation process for the following conditions: critical errors (193, 290). Error 193 internal li-ion battery permanent failure. The internal battery is the final power source. Failure of the internal battery may impact therapy. There is no allegation of serious or permanent harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device did not meet the acceptance criteria of the evaluation process for the following conditions: critical errors (193, 290). Error 193 internal li-ion battery permanent failure. The internal battery is the final power source. Failure of the internal battery may impact therapy. There is no allegation of serious or permanent harm or injury. Additional information from repair evaluation: no repair performed due to the device not needed for inventory. The unit will be scrapped.